Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-04550. Related manufacturer reference number:2017865-2020-04551. It was reported that the patient was admitted to a hospice for an unknown reason and the entire system was deactivated due to standard hospice care. Further information was requested however, was not provided.

Manufacturer narrative:
This report is to retract report MFR# 2017865-2020-04552 submitted on 01apr2020. This report was erroneously submitted. This is not a reportable event there is no complaint for the device.

Event description:
New information noted that there is no complaint allegation on the entire system.